Event description:
Dealer stated that the tdxsp power chair is not working - additional information received (B)(6) 2013 - user became stranded away from home due to the unintentional shut down of the tdxsp power chair.